Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Accu-chek tender user tested when woke up, blood glucose was 436 mg/dl. He gave himself a bolus of insulin. About 2 hours later blood glucose was 546 mg/dl. He inspected the infusion head set and discovered the head set was not in the body. He stated he knew the high blood sugars were caused by the leak in the head set. Customer self-treated the high blood sugars by giving himself 20 units of humalog injection by syringe. No adverse event reported. A request was made for the return of the device, replacement sent.